Event description:
Thermax pouch would not thread into blood warmer machine. Multiple registered nurses (rns) tried without success. Another thermax pouch was pulled from pyxis and no issue placing it into prismax crrt [continuous renal replacement therapy] machine.